Manufacturer narrative:
Bayer case number: (B)(4). Very severe pelvic pain [pelvic pain female]. Rectal neuroendocrine tumour [neuroendocrine tumor]. Adenomyosis [adenomyosis]. Pudendal neuralgia [pudendal neuralgia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-sep-2025. The most recent information was received on 19-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("very severe pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2011 she experienced pelvic pain (seriousness criterion intervention required), adenomyosis ("adenomyosis") and pudendal canal syndrome ("pudendal neuralgia") and was found to have neuroendocrine tumour ("rectal neuroendocrine tumour"). Essure was removed on (B)(6) 2014. The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, neuroendocrine tumour and pudendal canal syndrome had not resolved. The outcome of adenomyosis was unknown. No causality assessment was received for essure with regard to neuroendocrine tumour, pelvic pain, adenomyosis or pudendal canal syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-sep-2025: quality safety evaluation of product technical complaint. Upon internal review hysterectomy surgery details was added and f code was updated. 17-sep-2025: health authority reference number added. 19-sep-2025: health authority reference number (B)(4) has been cancelled. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4), very severe pelvic pain [pelvic pain female], rectal neuroendocrine tumour [neuroendocrine tumor], adenomyosis [adenomyosis] , pudendal neuralgia [pudendal neuralgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("very severe pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2011 she experienced pelvic pain (seriousness criterion intervention required), adenomyosis ("adenomyosis") and pudendal canal syndrome ("pudendal neuralgia") and was found to have neuroendocrine tumour ("rectal neuroendocrine tumour"). Essure was removed on (B)(6) 2014. The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, neuroendocrine tumour and pudendal canal syndrome had not resolved. The outcome of adenomyosis was unknown. No causality assessment was received for essure with regard to neuroendocrine tumour, pelvic pain, adenomyosis or pudendal canal syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.